Event description:
Customer could not remove the wire cage when hanging to reinfuse blood. Customer not sure which lot # was used. No pt injury reported.

Manufacturer narrative:
Actual devices received and being evaluated. Results not yet available. Follow up report to be filed at completion of eval.